Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during activation of the bipolar loop to remove the endocervical polyp, a sudden flash of light occurred, causing the loop to break. The hysteroscopy procedure was immediately suspended. Endocervical polypectomy completed using forceps due to torsion. The outpatient procedure was converted to inpatient admission to perform an abdominal x-ray to rule out the presence of a foreign body. X-ray results were negative for a foreign body.